Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the cracked casing complaint could not be duplicated. The paint was found to be peeling and scratched in the battery compartment area. Unrelated to the initial complaint, the display was found to be dim and pink. The battery cap was found to be missing; a test cap was used for all steps and was able to be fully tightened.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.